Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by dcm that the insulin pump's drive support cap was missing, causing the customer to experience low blood glucose. Nothing further reported.